Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a cgm discrepancy in which the dexcom g7 reported 44 mg/dl while a confirmatory fingerstick showed 251 mg/dl. The user replaced the sensor. The user then reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl, which was associated with insulin delivery being paused. Once insulin was resumed, bg values trended back into range. No symptoms were reported, and no medical intervention was required.